Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the unit would not shut down completely. The healthcare provider (hcp) would power down the unit via the software. The shut down linux sequence would populate as normal, but a "no video detected" message would appear on the screen. The hcp tried to hold the power button down for a hard reboot. The led on the power button turned off and the monitor also was off, but the system's fan remained on. Technical services (ts) had the hcp unplug the unit from the wall power, and the fan stopped. However, when plugging the power cable back to wall power, the fan continued to run without the unit fully booting up. It was noted that the issue was replicated multiple times. It was possible that a faulty uninterruptable power supply (ups) might have contributed to the reported event. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736401, h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A0718 was coded for the system's inability to fully shut down. A0902 was coded for no video being detected. A110201 was coded for the unit not fully booting up. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.